Event description:
It was reported that pump experienced malfunction alarm malf 12 with associated fault ID (B)(4). There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed address, instructed customer to place malfunctioning pump in storage mode and return it with pre-paid label within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.